Manufacturer narrative:
A review of the manufacturing records could not be performed, as lot/serial numbers for the devices are not available. Per the gore® excluder® aaa endoprosthesis instructions for use (IFU), key anatomic elements that may affect successful exclusion of the aneurysm include calcium at the arterial implantation sites, specifically the proximal aortic neck and distal iliac artery interface.

Event description:
On (B)(6) 2011, the patient was implanted with two gore® excluder® aaa endoprostheses (rmt261416/unk and pxc141200/unk) to treat an abdominal aortic aneurysm. During the procedure, calcification was noted at the distal landing zones. On (B)(6) 2015, duplex ultrasound reportedly identified rapid dilatation of the aneurysm. According to the report, the aneurysm had enlarged by 1.4 cm in the past year. The cause of the dilatation is unknown. A re-intervention (open surgical procedure) is planned, but has not yet been scheduled.